Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced an arteriovenous fistula when the puncture needle was being passed through the arterial branch that was placed so as to overlap the vein at the time of initial puncture instead of the leadless ipg sheath. It was further reported that the threshold at the position where placement was possible was high. No change was observed even after some time. The fixation was possible during placement from the inferior wall, but pacing could not be delivered, so the placement was abandoned. A total of six deployments were performed. The leadless ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced an arteriovenous fistula when the puncture needle was being passed through the arterial branch that was placed so as to overlap the vein at the time of initial puncture instead of the leadless ipg sheath. It was further reported that the threshold at the position where placement was possible was high. No change was observed even after some time. The fixation was possible during placement from the inferior wall, but pacing could not be delivered, so the placement was abandoned. A total of six deployments were performed. The leadless ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.